Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported migration of partial clip movement. The recurrent mitral regurgitation (mr) appears to be related to the partial clip movement. Mr is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The reported hospitalization and unexpected medical intervention were results of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling. Date of event estimated as on (B)(6) 2022.

Event description:
This will be filed to report post procedure, the clip had moved and recurrent mr requiring an additional clip. It was reported that the initial mitraclip procedure was performed on (B)(6) 2020 to treat functional mitral regurgitation (mr) with a grade of 4. One clip (cds0702-ntr, 00616u280) was implanted, reducing the mr to 1. Sometime in (B)(6) 2022, the patient presented with increased mr with a grade of 3-4. The initial clip was confirmed to be stable on the leaflets and leaflet insertion was fine, but was noted to have move a bit from the first procedure. On (B)(6) 2022, a second mitraclip procedure was performed. One clip was implanted, reducing the mr to 2. No additional information was provided.